Event description:
Consumer complaint of blood result reading on "lo". Consumer states that this is the first time using the meter. There are no results in memory. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/30/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Consumer states that this is the first time using the meter. There are no results in memory. No adverse event reported.